Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a warning that indicated end of life (eol) had been reached. The ICD was no longer pacing. Boston scientific technical services recommended that this ICD is replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly tested. Inspection of the outside of the device noted tool marks on the device case front and back. The device case was opened, and visual inspection of the internal components noted extensive arcing damage between the r1 dump resistor and the battery. A 3.25 volt supply was substituted for the depleted cell, and all device current measurements were within specifications. Examination of device memory revealed that the device performed an auto cap-form on (B)(6) 2011 with a charge time of 9.7 seconds. It then performed another verification auto cap-form on (B)(6) 2011 with a charge time of 45 seconds, at which time the device declared fault code 01 for charge timeout and end of life (eol) battery status. The root cause for why the r1 dump resistor arced to the battery could not be determined due to the extent of the arcing damage, but it most likely occurred during the auto cap-form on (B)(6) 2011, which then created a short circuit in the charging circuitry, which caused the field observations. When the r1 dump resistor was not able to short the battery, the device was able to charge to full energy voltage with normal charging current and deliver a shock. The device reached end of life (eol) and the battery held 2.63 volts. Longevity calculations were not available because the device did not have an elective replacement indicator (eri) timestamp. Testing showed that the device had both atrial and ventricular pacing outputs, but they were in a compromised state and not functioning normally. Due to the arcing damage, no therapy would have been available to the patient.